Event description:
Boston scientific received information that the patient with this system sought medical care due to discomfort and system delivered therapies. During the consultation which included an electrogram analysis, system oversensing was confirmed on the right ventricular lead which then resulted in inappropriate therapies and lack of pacing stimulation. The patient was pacer dependent and reportedly symptomatic. The device was reprogrammed to monitor only until explant, as the battery was its replacement indicator. The system was analyzed pre-intervention, with no anomalies observed; all system measurements were within normal ranges and no oversensing was observed. Both the right ventricular lead and device were explanted and are intended to be returned for a post market analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, both products were thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing and pacing inhibition.